Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, device test failed, no delivery/occlusion alarm. The customer reported discomfort treated with discontinue use of insulin delivery system. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported insulin flow blocked alarm , customer was unable to complete set change. No further patient complications were reported. Product return status for mmt-1886 is unknown.

Manufacturer narrative:
Pump was received with pump error 37 alarm during rewinding. Unable to verify device test failed or perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 37 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple no delivery/occlusion alarms in the event date of 16-jun-2024 started from 01:51:20 to 14:13:50 during bolus/basal delivery. Pump error 37 alarm found in the pump history file/trace on (B)(6) 2024 at 01:48:12. Pump error 37 alarm due to hardware error (line number 769 file number (B)(4)). Pump was cut open to perform visual inspection and found corroded motor home switch. The force sensor measurement was within spec range (22.8 mv). Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. No delivery/occlusion alarm was not confirmed. Device test failed was unknown. Pump error 37 alarm confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.